Event description:
A nurse reported that the equipment did not recognize the cassette and the footswitch was inoperative during a cataract procedure. The case was completed with an alternate system. There was no harm to the patient. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).